Manufacturer narrative:
The hvad pump ((B)(4)) was returned to manufacturer for evaluation. Review of the manufacturing documentation confirmed that the pump ((B)(4)) met all requirements for release. Post-explant engineering evaluation did not reveal any conditions that would have contributed to the reported event. The reported high power event was confirmed via review of the controller log files. Independent pathological analysis confirmed the presence of thrombus; however, the origin of this thrombus cannot be conclusively determined. The most probable root cause of the reported high power event can be attributed to thrombus formation within the device; however, there are patient, procedural and pharmacological factors including the patient's ongoing heart failure, infections and the complexities of his medical management. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately twenty-one months after the implantation, the patient reported that the previous evening he had increasing lvad power consumption. By the next day, he had developed slight chest pain that was worse with deep inspiration, some right lower quadrant pain, a headache (attributed to stress) and tea-colored urine. The patient had recently been on amoxicillin for a chest cold but had no recent fever or chills. An echocardiogram revealed an ejection fraction of less than 20%, diastolic dysfunction and filling, severe left ventricular dilatation and an intra-ventricular septum that had shifted rightward. Laboratory values included an inr of 3.75, an ldh of 2414 iu/l and a plasma-free hgb of 291 mg/dl. The patient appears to have been treated with a pump exchange (for (B)(4)) a few days later. No left ventricular thrombus was noted during this device exchange. In addition, the patient had developed right heart failure and was treated with implantation of a centrimag device in his right ventricle. The patient's chest was not wired closed related to anticipation of bleeding prior to transfer to the ICU.